Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up the patient had no intrinsic rhythm and real time measurements of r-wave were could not be obtained. Physician decided not to take any action.